Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator experienced a black screen. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was unable to be duplicated. A functional test was carried out and the screen worked correctly. Additionally, the cooling fan assembly and muffler assembly were replaced due to dust contamination. The unit was cleaned and repaired.

Event description:
The manufacturer received information alleging a ventilator experienced a black screen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.